Event description:
It was reported that upon power up, the autopulse platform displayed a user advisory 7 message. Caller was unable to clear the message. No adverse pt sequelae was reported. No further information was provided. Manufacturer requested additional information on (B)(4) 2013, however no further details have been obtained.

Manufacturer narrative:
The autopulse platform was returned to zoll circulation on (B)(4) 2013 for investigation. Visual inspection revealed that the battery lock was damaged. Multiple fault 7 messages were observed during review of archive data. Functional testing could not be performed due to the constant fault 7. Customer's reported problem was confirmed during investigation. Based on the evaluation results, a definitive root cause for the reported complaint could not be determined.